Manufacturer narrative:
Remains implanted in patient.

Event description:
It was reported that part of an aviator fixed self tapping screw sheared off during surgery. Surgery was successfully completed with an unknown delay. No adverse consequences or medical intervention were reported.

Manufacturer narrative:
Visual, dimensional, functional and material analysis could not be performed as the device remains implanted. A review of the device history records could not be performed as a valid lot number was not provided and could not be obtained. A complaint history review for similar events for the subject catalog number was performed, and no adverse trends were observed. Per surgical technique guide: caution: use of the screw hole preparation instruments including the fixed or variable drill guides, all-in-one drill guides or punch awl with sleeves is required to place screws in the proper trajectory, help prevent damage to implants, difficulty locking the blocker, or locking mechanism malfunction. If self-tapping screws are selected, use a single barrel drill guide or all-in-one drill guide to guide the appropriate drill bit. If self-drilling screws are used, use either the punch awl with a sleeve or a drill bit and drill guide to center and direct the pathway of the screw. Operative notes were not provided. Patient details are unknown. Device was not returned so an evaluation could not be performed. Due to lack of information and device not returned, an exact cause of the reported event could not be determined. Potential causes include: patient hard bone quality, improper screw hole preparation- drill/ drill guide not used, rescue driver and draw rod incorrectly aligned with screw, application of excessive force, etc.

Event description:
It was reported that part of an aviator fixed self tapping screw sheared off during surgery. Surgery was successfully completed with a 15 minute delay. No adverse consequences or medical intervention were reported.